Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent percutaneous transluminal angioplasty. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications and the patient was in good condition post-procedure.